Event description:
This report is being filed after the subsequent review of the following journal article, jakma, t., reynders-frederix, p. And rajmohan, r. Insertion of intramedullary nails from the suprapatellar pouch for proximal tibial shaft fractures. A technical note. (2011). Acta orthop belg, 77, 834-837. The authors evaluated intramedullary nailing of the proximal tibial fracture via the suprapatellar portal, using a midline quadriceps tendon incision. Seven patients were treated with this adaptation of the standard intramedullary nailing procedure, using unreamed nail, expert tibial nail from arbeitsgemeinschaft fur osteosynthesefragen (ao), synthes. In one patient, postoperative radiographs showed a small gap in the lateral view of the nail passing through the center of the medullary canal. In addition, definitive scuffing of the cartilage in the lower part of the femoral trochlea was seen on arthroscopy (unspecified number of patients). A copy of the literature article is attached to this medwatch. This report is 1 of 1 for (B)(4). This report is for an unknown expert tibial nail.

Manufacturer narrative:
Jakma, t., reynders-frederix, p. And rajmohan, r. Insertion of intramedullary nails from the suprapatellar pouch for proximal tibial shaft fractures. A technical note. (2011). Acta orthop belg, 77, 834-837. This report is for an unknown expert tibial nail/unknown quantity/unknown lot. (B)(6). (B)(4) a small gap in the lateral view of the nail passing through the center of the medullary canal and definitive scuffing of the cartilage in the lower part of the femoral trochlea seen on arthroscopy. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.